Event description:
It was reported by the patient that the previously working remote monitor was unable to establish telemetry with the patient's implanted heart device. Troubleshooting steps included moving the antennae around on the patient's chest as well as using a dry, folded washcloth to create distance between the antennae and the implanted device, but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event. It was further noted that the monitor had been returned.

Event description:
It was reported by the patient that the previously working remote monitor was unable to establish telemetry with the patient's implanted heart device. Troubleshooting steps included moving the antennae around on the patient's chest as well as using a dry, folded washcloth to create distance between the antennae and the implanted device, but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found contamination on the storage lid and top housing. Analysis also noted that the monitor passed functional testing.